Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in an abnormal fashion. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in an abnormal fashion. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in an abnormal fashion. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.